Event description:
Information received indicates the brake will not hold on the bed.

Manufacturer narrative:
The hill-rom technician found the brake caster would not lock. The technician replaced the brake bushing and bearing assembly to repair the bed.